Event description:
It was reported that the auth said the patient got a uti using pw. Patient was treated and no longer has uti. It is unclear if the lot number was requested. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: instructions for use wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup 1 if using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60-100 mmhg. 2 before placing the product, curve it to fit the users anatomy. This helps the product stay in place. 3 if using continuous wall suction, securely connect the product to the suction tubing. Placement 4 have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. 5 spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). 6 make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Removal 7 open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Maintenance: 8 replace the product every 12 hours or if soiled with feces or blood. Correction: b, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth said the patient got a uti using pw. Patient was treated and no longer has uti. It is unclear if the lot number was requested. No additional information provided.